Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. A new device was implanted. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.